Event description:
It was reported that the patient experienced pectoral muscle stimulation. The atrial lead exhibited undersensing, high thresholds, a nd varying impedance measurements. The right ventricular (rv) lead exhibited intermittent high thresholds. The patient was seen for an implantable pulse generator (ipg) change and lead analysis. The device had switched from bipolar to unipolar pacing due to a lead polarity switch from increased impedance. The leads were checked through the device and the right atrial (ra) lead exhibited increased impedance. The were no changes noted for the rv lead. The leads were removed and tested via the analyzer. Multiple measurements were performed and thresholds, sensing, and impedance remained unchanged for the rv lead. The ra lead exhibited no capture, no sensing, and increased impedance. The ipg was explanted and replaced. The physician connected the leads to the new device. Again the ra lead showed no capture, no sensing and increased impedance. The rv lead showed similar measurements to the analyzer. The ipg was programmed vvi. The ra lead remains in the patient and the rv lead remains in use. No patient complications have been reported as a result of this event.